Event description:
It was reported that patient experienced an infection on (B)(6) 2019. This lead could be affected by this situation. Lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).